Event description:
A malfunction was reported on a pump, and there were no notable events preceding the issue. Customer's blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy and to be able to address their elevated bg.